Manufacturer narrative:
(B)(4). D10: item# 405883; lot# 66510807, item# 405889; lot# 66448353, item# 115396; lot# unknown, item# 115395; lot# unknown, item# 180561; lot# unknown, item# 180552; lot# unknown, item# 00-4349-036-00; lot# 65938135, item# 010000589; lot# 66174862, item# 00-4349-008-13; lot# 66148045, item# 115310; lot# j7663359. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the poly would not sit and engage into the stem. Another poly was used with the same stem and was successfully implanted. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the liner was not seating to the stem. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.